Manufacturer narrative:
Analysis results for the el5ml instrument found that it was returned with the jaws disengaged from the cam due to a broken cam. The instrument was cycled and ejected the remaining clips due to the jaw and cam condition. However, no jamming issues were noted during functional testing. No conclusion could be reached as to what may have caused the reported incident. A corrective action has been initiated to address broken cam issues. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap cholecystectomy, the clip jammed in the handle and would not come out. A new like device was used to complete the case. Device is returning. There was no patient consequence reported.